Event description:
It was reported that the collimator cover was removed during patient treatment to check the mlc and then replaced. The cover and retaining screw were installed by the therapist. As the gantry was rotated to the top, to approximately 315 degrees, cover fell and hit the patient. No serious injury reported, and no further patient information provided.

Manufacturer narrative:
A field service representative (fsr) inspected the cover and the interface mount several times for any cracks, damage, or possible causes of why the cover could have fallen off. No defects noted, or discovered. The fsr installed and re-installed the cover several times in the presence of the physicist and therapist and attempted to pull off but the cover held firmly in place. Testing during our root cause analysis showed it was possible to incorrectly install the cover, but still fasten the latch retaining screw. This made it possible for the cover to fall even with the latch retaining screw installed. Further testing shows that when the cover is installed correctly, it cannot fall. (B)(4). In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and diagnostic testing has resulted. In this case, there was no medical/physical effect as a result of this event and no change in the patient's outcome of treatment therapy. Further mitigations will be addressed in varian's CAPA process. No additional follow-up to this MDR is expected.